Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction did not recur, and the customer was advised to continue using the pump while keeping in touch for any further issues.